Manufacturer narrative:
(B)(4).

Event description:
It was reported the nonsustained ventricular tachycardia episodes could not be reviewed in the electrograms as those episodes were not recorded. No intervention was performed. The patient medical condition is good.

Event description:
New information received states the electrogram still could not be investigated. The nonsustained ventricular tachycardia electrogram trigger priority was set to high and the nonsustained right ventricular oversensing electrogram trigger was set to low. The patient condition is good.